Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot. G1: manufacturing site name and address. H3, h4, h6: a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number: pu140548 was released in a single batch. Batch1: lot qty of (B)(4) units were released on july 12, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse polydriver, driver body (part#: 299704152/ lot#: pu140548) was received at us customer quality cq by itself. No other components of the poly driver were received. The device had no visual defects. Functional test: functional testing cannot be performed as the mating devices for verse polydriver, driver body were not returned. However, the locking mechanism (polydriver button) on the device was working as intended. The overall complaint was not confirmed as there was no defect found. Can the complaint be replicated with the returned device(s)? No. Dimensional inspection: the dimensional inspection was not performed as no defect was identified with the handle. Document/specification review: drawing(s) reviewed: current and manufactured revisions. Conclusion: the overall complaint was not confirmed for the received verse polydriver, driver body as no defect could be identified with the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturer contact facility name and address.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that surgeon was performing lumbar fusion procedure using the expedium verse set. During the procedure, the nurse was loading a screw and one polydriver handle would continually disengage from the driver shaft as it began to tighten to screw. The second screwdriver in set had no issues and was used to complete the case. Procedure was completed successfully with no delay. This report is for a verse poly driver, handle. This is report 1 of 2 for (B)(4).